Event description:
It was reported that the patient was seen in clinic and the ventricular lead exhibited loss of capture. No intervention was performed and the patient was in good condition.

Event description:
New information indicated the lead exhibited high capture thresholds and low impedance. The lead was capped and replaced on (B)(6) 2015.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.